Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced elevated blood glucose (bg) of ¿high¿ (>600 mg/dl) with extreme thirst and excess urination associated with an alleged inaccurate delivery. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose matched as programmed and the basal history matched the active basal program settings. Troubleshooting also indicated all bolus totals matched and all the boluses were recorded as programmed. Troubleshooting indicated that the diabetes management factors of failure to bolus and a change in medication contributed to the alleged bg excursion. It was revealed that the patient did not respond to an alarm in a timely manner. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported because the alleged hyperglycemia was related to use error of the product.